Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error and excessive no delivery alarm noted. The motor passed motor test. The pump was received with loud motor noise during rewind due to faulty motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms and motor error from the insulin pump. The customer's blood glucose reading was 100 mg/dl. Customer stated that no delivery alarm occurred during basal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer stated that motor error did not occur during priming. The insulin pump will be returned for analysis.